Event description:
The customer reported that at the boot up process, the system's left live monitor's display of an image was interrupted. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the error or locate it. The error log file was sent to the (B)(4) MFR for analysis and results are pending.